Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of presence of organic compound related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the third party service center for further evaluation. The device was evaluated and observed the dust/dirt particles inside the device. There was no visible foam degradation. The manufacturer conclude there was no visible foam degradation and observed dust/dirt contamination in the device and are consistent with being from an external source. The device was scrapped.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.